Event description:
It was reported that the brakes were not locking properly as several parts were broken or found to be installed improperly. No adverse consequence reported.

Manufacturer narrative:
Upon evaluation by a stryker field tech, it was determined, the user facility had attempted to install the brake system on their own, and had installed it backward, therefore, causing the brake system to function incorrectly.